Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment and undeployment of the catheter was not possible. Flushing through the irrigation port was tested. It was observed that since the beginning, irrigation was not possible. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen and a damage in the guidewire lumen. The reported event was confirmed by the analysis results.

Event description:
It was reported that the catheter array was difficult to undeploy and irrigation to the catheter was lost during the procedure. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. When the catheter was prepared the array had difficulty undeploying to the nominal position, which became worse after the catheter was inserted and arrived in the left atrium (la). Manual manipulation of the array was attempted during preparation to resolve the issue, but this was unsuccessful. It was also found that irrigation to the device stopped during the procedure, though there was no issue during device preparation. Irrigation was disconnected as part of troubleshooting after the catheter was removed from the patient, and saline seemed to flow well from the irrigation bag, but when the device was flushed again liquid did not pass through the flush port. Flushing was possible through the guidewire lumen though. The procedure was completed with the same equipment. No patient complications were reported. The farawave catheter was returned for analysis.

Event description:
It was reported that the catheter array was difficult to undeploy and irrigation to the catheter was lost during the procedure. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. When the catheter was prepared the array had difficulty undeploying to the nominal position, which became worse after the catheter was inserted and arrived in the left atrium (la). Manual manipulation of the array was attempted during preparation to resolve the issue, but this was unsuccessful. It was also found that irrigation to the device stopped during the procedure, though there was no issue during device preparation. Irrigation was disconnected as part of troubleshooting after the catheter was removed from the patient, and saline seemed to flow well from the irrigation bag, but when the device was flushed again liquid did not pass through the flush port. Flushing was possible through the guidewire lumen though. The procedure was completed with the same equipment. No patient complications were reported. The device is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.